Manufacturer narrative:
Additional, changed, and/or corrected data: b.2., b.5., h.6

Event description:
Additional information reported laser performed on inner (anterior chamber) ostium xen and cleared the opening. Subconjunctival fibrosis still blocks xen. Bleb was needled and intraocular pressure (iop) dropped to 18mmhg but then rose to 42mmhg.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event described as "there was a subconjunctival hemorrhage" during implantation in right eye. Day 1 post op, iop was 15mmhg and bleb was not good. Day 6 post-op, xen was occluded by the iris. Iop was 72mmhg. Treatment was noted as "will perform laser to remove the occlusion". The device remains implanted.